Event description:
Initial result for a pt calcium was 11.3 mg/dl. Whene repeated, the result was 10.2 mg/dl. The incorrect result was not used to guide therapy. The filed service rep found a valve was sticking and repaired the instrument by replacing the valve.